Event description:
It was reported that during checking before using the device, the suture cutter had been dull and poor of sharpness. No delay and it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202589 suture cutter was not used for treatment but was returned for evaluation. This is a reusable instrument. The handle grip motion opens and closes but sticking was observed. The carbide cutter inserts are in place. These consumable carbide components may become gritty causing friction with each other or the device. There is no gritty feeling. The cutters cut 4 strands of suture cleanly with no hesitation or fraying. Instructions for use covers cleaning methods and discusses care with removable components. Demineralized water may help avoid mineral deposits. Antimicrobial lubricant soaks aid with the movement freeing of stiffened instrument parts. Dulled cutters are subject to malfunction and breakage. Complaint history review indicated no similar no allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed.